Event description:
Initial report. One patient treated with prostalund's coretherm equipment for treatment of benign prostatic hyperplasia has had his sfincter damaged and the pt is totally incontinent. Prostalund has contacted the hosp for a meeting (within 14 days) to review printout reports, pt data and to review the data together with the dr who performed the treatment. Follow-up report including technical and medical analysis by our medical expert is planned to be available before end of may (may 31). Reports regarding this event have also been sent to the appropriate authority in another country.